Manufacturer narrative:
(B)(4). The customer received a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device would not power on when the on/off button was pressed and therefore no voice prompts were initiated. An internal inspection was performed and it was observed that the on/off charge-pak flex was rusted/corroded. The rust on the dome of the on/off charge-pak flex switch prevented the contacts from making a connection when the on/off button was pressed. A test on/off charge-pak flex was installed and the device was able to power on. Therefore, the root cause of the device not powering on and initiating voice prompts was due to the rust/corrosion on the on/off charge-pak flex switch.

Event description:
The customer contacted physio-control to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.